Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a notifier for low atrial impedance. The lead also exhibited noise and the device was reprogrammed. The patient was asymptomatic and would be monitored.